Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that within one day of the implant procedure, the left ventricular lead was displaced, as confirmed by x-ray. Repositioning was attempted however the lead could not be placed, so it was removed. The patient is a participant in the post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.